Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged generation of discrepant results for 2 patient samples when using the cobas sars-cov-2 test for use on the cobas 6800/8800 system. The samples generated positive results for target 1 and target 2 in the initial test using the cobas sars-cov-2 test. Retest with the same test generated negative results. Both samples were then tested with another molecular test (seagene) and generated with negative results for sars-cov-2. The samples had negative results for serology tests. The negative results were released to patients; no harm is alleged. The customer indicated that the samples arrived into 3ml utm buffer without brush.the samples were vortexed for 10 seconds, uncapped and the primary tube inserted onto the rack and loaded into the cobas®6800. The method sheet states specimens collected in copan universal transport medium (utm -rt), bd¿ universal viral transport (uvt), cobas® pcr media or 0.9% physiological saline must be transferred into a cobas omni secondary tube prior to processing on the cobas® 6800/8800 system. An investigation was performed on the reagent kit lot and no product problem was identified. Two (2) mdrs will be filed.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. While these two samples do not appear to be lod, there is possibly a contamination event that may have occurred during the preparation of the first sample. The IFU indicates: specimens collected in copan universal transport medium (utm -rt), bd¿ universal viral transport (uvt), cobas® pcr media or 0.9% physiological saline must be transferred into a cobas omni secondary tube prior to processing on the cobas® 6800/8800 system. As the customer did not following this process and did not transferred the samples to a secondary tube, there could have been an impact to the reliable result that the customer is seeking. (B)(4)